Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was patient (pt) reported their ins has not been working to manage their symptoms (pt is not getting a 50% reduction in symptoms) and reported that their implant keeps "shutting off on it's own". Pt clarified that when they saw their healthcare provider (hcp) their implant was off and pt did not turn their implant off. Pt reported when they saw their hcp last year in november they were told that their ins "still has half a life on it or whatever". Pt reported hcp keeps changing programs but none work. Pt reported they just saw a "gastrologist" because now they are having bowel problems of loose stools. Pt connected with ins on the call and confirmed therapy was on at program 1, 2.3v. Pt increased stimulation to 2.7v and stated stimulation was not comfortable in all positions so pt decreased stimulation to 2.6v and confirmed feeling stimulation comfortably in lower left of bicycle seat area. Pt reported they "started having trouble 2 years ago" and stated they think back in (B)(6) of 2019 (stated before the pandemic). The issue was not resolved through troubleshooting. Pt will monitor symptoms following increasing stimulation. The patient was redirected to their healthcare provider to further address the issue/check ins if issues persist. Pt mentioned the doctor who implanted their device has since left the practice.

Event description:
Additional information was received from the patient. They reported that the cause was unknown and that the device is not as effective as the first on. Issue has not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.